Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item #: 51-199335, item name: sirius femoral stem, lot #: 770833. Item #: 131352, item name: ringloc acetabular shell , lot #: 2902081. Item #: xl-053252, item name: ringloc-x arcom liner, lot #: 3306130. Item #: 66017569, item name: palacos bone cement, lot #: 78804375. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01734.

Event description:
It was reported that patient is experiencing pain and trochanter bursitis approximately two years post-implantation requiring a steroid injection. Attempts have been made and no further information is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 3002806535-2018-00752.